Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no increase in port size. The conversion resulted in adding a 5mm port. The patient tolerated the change and there was no patient injury. The patient underwent a benign hysterectomy.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 2 for failure analysis investigation. The unit was analyzed and found that the customer reported issues was confirmed and replicated. The 319 error was found in system error logs, indicating a node not found issue on the acc, confirming the fault occurred in the field. Visual inspection revealed damage to the rolling loop fiber, which is related to the reported event. The unit was installed onto a golden system where the 319 error was triggered during power-up, replicating the reported event. Further testing on the patient side cart (psc) fixture test platform (pftp) found that testing failed on the rolling loop due to power reading 0 on acs down and acc up. The rolling loop fiber was subsequently aba tested and verified to be the source of the fault. The probable root cause is attributed to damage to the rolling loop fiber. The issue was resolved by replacing the defective unit. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error 319 occurred, causing the leds on the universal surgical manipulator (usm) arm 2 to turn umber. The customer perform a hard power cycle with emergency power off (epo) with no change, and the usm 2 could potentially be disabled. The team was deciding whether to continue the procedure with three arms or switch to laparoscopy. Initial attempts to check the event log were unsuccessful as the onsite system was offline. Later, the nurse connected the lan cable to the vision side cart (vsc), enabling the error log check. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed error 319 related to the usm 2 node 186. The procedure was converted to laparoscopic surgery with no report of patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.